Event description:
Patient called and said that her cadd legacy pump (B)(4) started beeping rapidly and would not stop. She changed the batteries and it continued, so she took the batteries out and switched to her back up pump. No harm done. She did not miss any doses. Sending new pump for tomorrow and she is aware to return malfunctioning pump. Dose or amount: 150ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.